Event description:
Unit to be pulled from long term hold per study. Unit to be repaired and shipped to ees, attn: rep.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested and met all product requirements.